Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge.complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation along with the batteries used during the event. The batteries were completely depleted and not a brand recommended for use by zoll. Review of the activity log shows the device failed the monthly battery test prior to the patient event and would have resulted in a red"x" on the device indicator. The red "x" indicator was not resolved prior to the event consistent with the clinical data and the customer report. The investigation is being closed as device performed appropriately. The device passed all final testing, was recertified and returned to the customer.